Event description:
Note: this manufacturer report pertains to one of two devices used during the same procedure it was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted into the patient during a repair of rectocele with pinnacle mesh tape, obtryx transobturator tape insertion and cystoscopy procedure performed on (B)(6) 2011 for the treatment of rectocele and stress urinary incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2011 was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.